Event description:
On (B)(6) 2013, there was an issue when a tip broke off in the process of insertion.

Manufacturer narrative:
The MFR has received the sample and will be evaluated results are expected soon.